Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600636, investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The first clip would not open fully and third clip would not close around duct. There was no patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips would not open fully" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and close. However, the trigger appeared to be jamming slightly during the functional inspection. The device was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Although all of the clips were able to work properly, it was found that the distal end of the feeder was bent. This damage was the most likely cause of the trigger jamming and it can also affect the end user's ability to properly apply clips. Although the reported complaint issue could not be confirmed due to all of the returned clips working properly, the returned sample was damaged which could cause difficulties in properly applying clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The first clip would not open fully and third clip would not close around duct.there was no patient injury or consequence.